Event description:
Pt was being referred to surgeon for explant of the vns therapy system due to an apparent allergy to titanium, used in the manufacture of the generator case. Investigation to date has been unable to confirm the reported allergic reaction.